Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: fr medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four contacts of the lead had impedance over the limit a few hours after the implantable neurostimulator (ins) implant intervention. As a result, the patient's stimulation was not covering the pain territory as well as before. Perioperative impedance was tested without any issue in the operating room. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Reprogramming was done with the lead contacts still available, but stimulation was less efficient on pain. Surgical intervention was planned to resolve the issue, and scheduled for (B)(6) 2022. The issue was not yet resolved. The patient was alive with no injury. The issue occurred post-operative. A photograph of the impedance results with electrode 0 as the reference was provide showed all pairs with 40000 ohm impedance and avoid status on electrodes 0, 5, 6, and 11. It was later reported that the surgical intervention was cancelled because impedance values were back to normal on (B)(6) 2022. The cause of the high impedance was not determined. Effective therapy was established. It was noted that this information was confirmed with the physician/account.